Manufacturer narrative:
This report is submitted on june 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced redness at the magnet site and subsequently was administered a topical antibiotic (date not reported).